Manufacturer narrative:
The subject device is not available for evaluation. The clinical observation was unable to be confirmed. Based on the information received, the most likely root cause is operational context and patient's clinical condition that contributed to this event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry and through investigation that the 21 mm bioprosthetic aortic valve was explanted at implant due to sizing issues. The explanted device was replaced with a 19 mm pericardial valve. Through investigation, it was learned that this patient presented with severe aortic stenosis requiring avr. An attempted tavr was performed; however, the heart was examined with tee and there was a new large pericardial effusion. It was decided to perform emergent sternotomy. The patient was placed on cpb and the heart was investigated. A large epicardial hematoma in the ramus territory about 1 cm from the av groove was noted. The surgeon opened the hematoma and found 3 small bleeding sites. Large pledgeted horizontal mattress sutures were used initially to control the bleeding. The thv was then retracted back into the sheath and all catheters and wires pulled back. At this point, an aortotomy was made and the patient's native valve was excised. It was noted to be a degenerative, calcific, and tricuspid valve. Once debridement was performed, a 21 mm pericardial valve was implanted in usual fashion. At completion of the implant, it was made sure that there were no defects or coronary artery obstruction. Echo showed the valve in good position without any perivalvular leak. The patient was weaned from cpb without difficulty. Of note, the lv cavity was very small with significant trabeculations and large papillary muscles taking up a significant amount of space in this small volume lv cavity. It was decided to patch the entire posterior lv wall and attempt to exclude the area of injury. A piece of boving pericardium and 4-q suture and with great difficulty were able to exclude this area we then sized the mitral annulus to a 25 mm tissue bioprosthesis. The surgical team then fed these through the sewing cuff and lowered the valve into position. The sutures were tied then closed. The aortic annulus was sized once again and now it measured to a 19 mm pericardial valve. At this point, the aortic valve which had previously been trimmed, was brought into view and valve sutures were placed in a circumferential manner beginning with the left-noncoronary commissure in a clockwise fashion. At the completion of placing om pledge led mattress sutures, ventricular based and we checked the sizing, a 19 mm bioprosthesis was brought into the field and the valve sutures were placed through the sewing cull. The valve was then lowered into position and the sutures tied circumferentially. At the completion of this portion of the procedure we were able to see both coronary ostia. The annulus was checked with a small right angle for any defects and none were found. The aortotomy was closed in the usual double layer fashion from both ends meeting in the middle. The decision was made to place the patient on ECMO to decompress the lv and allow the patch some time to scar in place and give her the best possible chance to survive this insult. She was coagulopathic as evidenced by the fact that there was no clot seen. Blood products and factor 7 were given. The surgical team decided to leave the chest open and so a large patch was sewn to the skin edges after ensuring hemostasis of bone marrow. The patient was returned to the open heart recovery unit in critical condition on high vasopressor support and ECMO.